Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A certified surgical technician (cst) reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, and vision not sharp. There was residual cylinder. The iol was exchanged in a secondary procedure. Additional information was provided by the cst that in the surgeon's opinion, residual astigmatism caused or contributed to the event. The replacement iol is a different model and diopter than the original iol. There was no patient harm